Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument wire was damaged. Customer confirmed no debris fallen from the instrument. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use and no damage was noted. The damage was first observed intraoperatively while performing uterine artery ligation but confirmed when the instrument was removed from the patient. There was no loss of cautery associated with damaged cable. No signs of thermal damage at site of insulation damage. No arcing was observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. There were no problems while removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have damage to the conductor wires at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.